Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain attached to the delivery needle, but were returned. Examination of the construct showed the suture has not been cinched. T1 and the suture show no abnormalities. T2 is bent. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not penetrating the needle through the meniscus prior to deployment of t2. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during the procedure, when the anchor lever is operated, the anchor bends as it comes out of the needle. The procedure was completed with the same device during a delay shorted than 30 minutes. No patient injury reported. Results of investigation have concluded that t1 was already in the meniscus, t2 could not be deployed in the meniscus. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.